Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis performed via device photos. The cause could not be evaluated with the photos provided.

Event description:
Healthcare professional reported retraction was not working properly at the end of the needle bevel against xen®45 gts injector. Affected eye is right. There is no eye injury. Surgery was not completed with another xen®45 gts.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported retraction was not working properly at the end of the needle bevel against xen®45 gts injector. Affected eye is right. There is no eye injury. Surgery was not completed with another xen®45 gts.